Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display when they woke up. The customer's blood glucose was unknown at the time of incident. Upon insertion of a new battery, customer received a battery out limit alarm.  Customer¿s reported insulin pump history showed bad battery alarm on (B)(6) 2017, battery out limit alarm on (B)(6) 2017 and  weak battery alarm on (B)(6) 2017. Customer stated that batteries were possibly out of pump longer than duration allowed. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Unable to complete troubleshooting since customer did not have a battery to replace. Customer was informed a battery cap would be sent as a courtesy. The insulin pump will be returned for analysis.